Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rising lead impedance was observed on home monitoring and confirmed during in-clinic follow up. Patient is pacemaker dependent. The left subclavian vein was confirmed to be occluded with venogram. The physician chose to implant a new pacing system on the right side and leave the chronic system implanted and programmed at vvi 30 bpm. No adverse patient events were reported. Should additional information become available, this file will be updated.